Event description:
It was reported: on (B)(6), in the afternoon, the evita 4 suddenly failed on an intubated patient without indicating a technical failure before. As a consequence the patient needed to be ventilated with an ambu bag until a substitute device was available. According to the user this represents a potential risk for the patient due to the set poop of 15. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. We will provide our results within a separate follow-up report.